Manufacturer narrative:
The reported event of signal noise was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient is stable.